Manufacturer narrative:
This device was reported as included in the field action. Based on the information received and without the return of the product, it cannot be confirmed that this device performed as described in the field action. It is included in the field action in the abundance of caution. Product event summary: the lead was not returned for analysis. However, performance data was collected and analyzed. Analysis of the data indicated the impedance on the svc (superior vena cava) defibrillation coil was beyond the expected upper range, svc impedance was greater than 200 ohms on (B)(6) 2016.

Event description:
It was reported that the superior vena cava (svc) coil of the right ventricular (rv) lead exhibited high impedance due to possible fracture. The lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.